Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive and was not functional. Customer declined to provide blood glucose (bg) level. There was no reported impact to customer's bg level. Reportedly manual injections would be used for alternate insulin therapy.